Event description:
It was reported that he had high blood glucose. No blood glucose reading provided. The customer will exchange 60 pieces of his old reservoir due to the recall last year. No further info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic (B)(4).